Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. It was noted by optimedica personnel who were present during the procedure that the capsule disc floated to one side when the surgeon injected the viscoelastic/ and that the surgeon did not use continuous curvilinear capsulorrhexis (ccc) surgical technique to extract it, system database video images indicated the absence of, or minimal, eye movement during the laser treatment. The catalyse system performed as design; however, the cause(s) of the anterior tear is unk. It was noted that the physician speculated that the anterior capsule tear may have been due to [surgical] capsule manipulation and loose zonules. The catalyn system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."

Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalyse system (system) subsequently experienced an anterior capsule tear that extended to the posterior in the operating room during the surgical procedure to remove the cataract. The surgeon noted the capsule tear while removing the cortex with irrigation and aspiration. An anterior vitrectomy was performed and an anterior chamber intraocular lens was inserted. No add'l complications and/or medical intervention were reported.